Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level and the customer also stated that the battery of the insulin pump died. The blood glucose level of the customer was 500 mg/dl. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for the analysis.